Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) ( full sample ID exceeded the amount of characters allowed in this field. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results for a 66-year-old male with esophageal cancer. The following data was provided (customer¿s reference range: 0-34.2 pg/ml): on (B)(6) 2024, sid (B)(6): initial alinity troponin result = 165.8 pg/ml; repeat result = 72.7 pg/ml. The sample was run on other platforms: beckman result = negative. Siemens result = negative. Roche result = 0.014 ng/ml (reference range: 0-0.1 ng/ml). The customer collected a new sample form the patient and generated a result of 107.4 pg/ml on the alinity platform. Customer retested the patient with original tube and generated a result of 85.9 pg/ml and the repeat result from the new sample was 97.5 pg/ml. There was no impact to patient management reported.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results for a 66-year-old male with esophageal cancer. The following data was provided (customer¿s reference range: 0-34.2 pg/ml): on (B)(6) 2024, sid (B)(6): initial alinity troponin result = 165.8 pg/ml; repeat result = 72.7 pg/ml the sample was run on other platforms: beckman result = negative; siemens result = negative; roche result = 0.014 ng/ml (reference range: 0-0.1 ng/ml). The customer collected a new sample form the patient and generated a result of 107.4 pg/ml on the alinity platform. Customer retested the patient with original tube and generated a result of 85.9 pg/ml and the repeat result from the new sample was 97.5 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 63304ud01. However, trending review did not identify any related trends regarding commonalities for lot number 63304ud01 and complaint issue. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 63304ud01 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for lot 63304ud01 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. In-house accuracy testing was completed a retained kit of lot 63304ud01. All specifications have been met indicating that the lot is performing acceptably. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent for lot 63304ud01 was identified.